Event description:
During a standard treatment an electrical dental handpiece got hot and burned patient on the cheek to the size of the back cap. Some benzocaine numbing gel was applied in the office. She was told to do salt water rinses and she was prescribed some unk type of pain medication.

Manufacturer narrative:
During a standard treatment an electrical dental handpiece got hot and burned patient on the cheek to the size of the back cap. Some benzocaine numbing gel was applied in the office. She was told to do salt water rinses and she was prescribed some unk type of pain medication. The analysis did show that the bearings have been grinding and vibrating, the water filter was clogged and the chuck slipped. Each single fault leads to an increase of the temperature due to friction or due to missing cooling. User instruction requires a test run before each treatment to ensure that equipment runs within specifications. Exemption number (B)(4). (B)(4) (the manufacturer) is submitting the report on behalf of (B)(4) (the importer).